Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and a complete loss of capture. A high pacing lead impedance measurement and a lead dislodgement were also noted. The lead was successfully repositioned. All other measurements were normal. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.